Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type ii and spinal pain. It was reported implant procedure took longer than expected due to scar tissue in the patient's back. It was noted the patient ended up staying 3-4 days in the hospital and it was all resolved after a "screening match." No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.